Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 380 mg/dl at the time of the incident. The customer was at 170 mg/dl at the time of the call. The customer did not mention how they treated. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The battery was taken out of the pump and the pump did not turn on when a new battery was inserted. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.